Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately two years and seven months post index procedure the patient presented emergently with abdominal pain. It was revealed that the endurant ii stent graft right limb had a distal type I endoleak. The physician elected to implant an additional endurant ii stent graft limb extension and the event was resolved. Per the physician, the cause of the event was due to growth in the diameter of the right iliac artery over time. No additional clinical sequelae were reported and the patient is fine.